Event description:
It was reported via a call report from the perfusionist that he was calling due to he (helium) loss alarms, intra-aortic balloon pump (iabp) (B)(4) (perfusionist was calling from his home). According to the perfusionist, the patient was post-op open heart surgery. The intra-aortic balloon (iab) was placed pre-op. The patient is a female (B)(6) with a 40 cc iab. The perfusionist did state that he realizes that patient probably should have had a 30 cc iab. The perfusionist decreased the volume to 35cc and assist to 1:2. The alarm was still occurring every several minutes. The problems were occurring occasionally pre-op, but have increased post-op. There is no blood in the tubing. The perfusionist also stated the central lumen had been compromised (a stopcock had been cracked at some point in therapy by staff) and the waveform was dampened. The patient is on neo and epi gtts with map's in the 60s. The perfusionist relayed that the patient was not pump dependent. The clinical support specialist (css) explained that it was a probable kink or a result of tortuous anatomy. The perfusionist feels that it is probably due to tortuous anatomy. The css and the perfusionist reviewed possible troubleshooting techniques (pull tension at insertion site and hyper extending the groin) in the case of a kink. The perfusionist is planning to go into the hospital to review the patient status. On 0010 est: the css received a call back from the perfusionist and he was now at the hospital with the patient. The perfusionist decreased the volume to 28cc with no change in the alarm. The css suggested removal of the catheter as it continues to alarm every several minutes. The perfusionist agreed and said he would save the catheter upon removal from probable return. There was no reported patient death or injury. The iabp therapy was delayed/interrupted however, the timeframe is unknown. The patient did not receive another iab. There were no patient complications and the patient outcome is listed as stable. Additional information received on (B)(6) 2011 from the perfusionist stated "the male end of the pressure line cracked. That short piece and the stopcock were pitched. Long section of pressure tubing was connected to the catheter and de-aired."

Manufacturer narrative:
(B)(4). Conclusion: the report of the helium loss alarms is confirmed. There was a leak in the bond between the catheter and the bifurcate which allowed helium to escape to the atmosphere. This leak was external to the pt. The cause of this issue is manufacturing related. A process change was initiated to address the issues of adhesive in the bifurcation bushing. This reported lot number was produced before the change.